Manufacturer narrative:
(B)(4). Concomitant medical products: 00630505032, xlpe liner standard 32 mm, 62202322, 00784800200, m / l taper g2 neck taper, 62134909, 00620205022, shell porous with cluster holes 50 mm, 62207712, 00771300900, modular femoral stem press-fit plasma sprayed cementless size 9, 6180270.5 multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 01704, 0001822565 - 2018 - 01703. Reported event was confirmed by review of operative notes. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location unknown.

Event description:
It was reported the patient underwent an irrigation and debridement approximately three months post right hip arthroplasty; the femoral head, acetabular liner, and femoral neck were replaced. Attempts have been made and additional information on the reported event is unavailable.